Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the pt has multiple intellis devices (3 with 3 controllers). The patient reported they would 'lose' their groups. The pt indicated they would leave a programming session with groups a b and c but would end up only having group c. The pt indicated that this occurred after seeing a screen 'unfamiliar device found' on her controller (pt has seen this 3 times). Agent reviewed that screen is related to charging an unpaired ins and should not result in losing programming in the ins, but would result in losing pairing. This issue happened last week and other instances, the pt notes they had called pats about this and was directed to their manufacturer representative (rep). Agent has not heard of any situation in which groups would be 'lost' like this and the rep noted that today, the groups are in the tablet when connected to the ins and are in the pt's controller when rep looked at it. Agent reviewed potential misinterpretation by patient. Agent advised tracking the situation and potentially pulling mdt report at next session. No symptoms reported.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient that they were unable to turn stimulation on. The agent walked the patient through pressing the stimulation on. The stimulation turned on. The patient would continue to monitor issues noted previously. Additional information was received from the manufacturer representative (rep). The software logs were pulled and attached, and the controller serial number was reported. It was reported that the patient did not experience the loss of groups with all three controllers, only the one they used for the occipital leads. The cause was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 the rep responded to a request for follow up reporting that the issue regarding the pt "losing groups" has been resolved; no changes or actions were necessary to resolve this issue. The cause was not determined.